Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the user could not insert the device into the sheath due to resistance. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the user could not insert the device into the sheath due to resistance. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the advancer tube was deployed on the catheter shaft, covering the balloon proximal tip, and the procedure sheath was observed to have been on the outer cartridge tubing, fully retracted as received. The sealant was not returned with the device. The condition of returned device does not match the complaint description. However, it is unknown if the device was manipulated post the procedure. It was noted that the atraumatic wire distal tip of the returned device was slightly bent/damaged. The returned device was withdrawn from the returned procedure sheath. Although the catheter¿s atraumatic distal tip was slightly bent/damaged, the device was able to be re-inserted through the returned procedure sheath without any issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1825703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since it was received inserted into the procedural sheath and no anomalies were noted during functional analysis. Since the condition of the returned device did not match the reported event, the root cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, it is not possible to determine what factors may have contributed to inability to advance in sheath since the device was received already inserted and the sealant was fully deployed. However, if the user originally had difficulty inserting the device into the sheath, access site vessel characteristics (although not provided) may have contributed to the issue experienced. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.